Manufacturer narrative:
Customer has made a sample available for device evaluation and this sample is en route for evaluation. When the device is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation

Event description:
The user facility reported that the tracheostomy tube was in use with patient (time in use not provided). According to reporter, the staff attempted to connect a valve to the tracheostomy tube connector but it would not fit. The tube was exchanged later for another. No adverse effects to patient reported.

Manufacturer narrative:
One 6.0mm aire-cuf® adult tracheostomy tube was returned for investigation. Visual inspection of the returned device showed that the 15mm connector was deformed and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).